Event description:
It was reported that the customer experienced a malfunction with their pump, specifically that the screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Despite troubleshooting efforts, the pump remained non-operational, and technical support arranged for a replacement due to the persistent display problem. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.